Manufacturer narrative:
The product was received in an explant kit in a yellowish brown solution. Two pieces of tan, blood stained thrombotic or vegetative appearing host material was received along with the valve. All leaflets are stiff due to tan appearing host material that fills both the inflow and outflow aspects of the valve. Pannus extends over the margins of attachment of all cusps on the inflow and into all inferior coaptive areas. Pannus appears to extend 1 to 2 mm onto all cusps. Thick, tan thrombotic/vegetative appearing host material fills all cusps on the inflow and outflow, significantly reducing the orifice area. Radiography shows no evidence of mineralization in the valve and pieces of host material. The gross analysis shows that the stenosis was due to pannus and thrombus/vegetation that fills the inflow and outflow of all cusps. Reduced performance of the device was likely related to pt condition. Product explanted without reported adverse pt effects.

Event description:
Medtronic received information that this bioprosthetic mitral valve exhibited elevated gradients (peak gradient measured 2.9 mmhg). The valve was subsequently explanted. Upon explant, pannus and thrombus were observed. There were no reported adverse pt effects.